Manufacturer narrative:
The glidescope core smart cable and the glidescope core 10" monitor were returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core 10" monitor and no failure was encountered; the unit functioned as intended. The glidescope core smart cable was evaluated and the video feed showed a static image and/or an intermittent image. The technical service representative stated that the intermittent image issue appeared to be caused by a cable failure located near the connector. The glidescope core 10" monitor was returned to the customer. The glidescope core smart cable was scrapped and a replacement smart cable was provided. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the screen would freeze during intubation. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.